Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg replacement procedure, on (B)(6) 2023, the physician could not get the extension inserted into the new ipg even after priming the header with a port plug as well as using an leit. As a result, the patient was intubated and received general anesthesia to replace the right extension which resulted in the addition of approximately 1 hour to the case.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.